Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The patient reported via phone call that she woke up this morning with a blood glucose of 45 mg/dl. The patient treated with glucose tablets and her blood glucose has since increased to 202 mg/dl. Troubleshooting occurred for the insulin pump and no anomalies were noted. The patient also mentioned hyperglycemia during the previous weekend. Her blood glucose was originally 190 mg/dl, but later that afternoon it increased to 533 mg/dl. The patient took a correction bolus but her blood glucose had increased to over 600 mg/dl an hour later. The patient treated via manual insulin injection throughout the day. Her blood glucose decreased to 239 mg/dl; she then changed her site and resumed insulin pump therapy. The insulin pump was not returned for analysis.